Event description:
It was reported that the ilet device became unresponsive with a frozen touchscreen, and a force-quit of the mobile app did not resolve the issue, leading to a replacement being arranged and the original device to be returned. Symptoms included no reported glycemic symptoms and no change to blood glucose. Outcomes included no medical intervention, no hospitalization, and continued insulin therapy via an alternative method until the replacement arrives. Investigation included customer troubleshooting, confirmation of device behavior, review of device information, and initiation of device return for evaluation. Investigation of this device revealed a malfunction of the user interface/display component consistent with a screen freeze that prevented interaction. It was concluded, based on previously established findings for similar reports, that the cause was an unresolved device malfunction of the display or control interface.

Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.".